Event description:
It was reported that bd p100 blood collection system for plasma protein preservation there was rbc residue left on top, poor vacuum and separator went down collecting blood on top.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were received from the customer facility for evaluation. Upon evaluation of the photos, it was evident that sample quality issues had occurred during use of the incident lot tubes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Loss of vacuum and premature launch of the mechanical separator can in most cases be caused by the non-patient needle did not penetrate the tube stopper and the mechanical separator in the center. If the needle penetrates the stopper or mechanical separator in the sidewall, this could result in premature vacuum loss or premature launch of the separator. Using a new blood collection set make sure single use holder is properly seated on the non-patient needle and that the luer adapter is tightly attached to wingset. Center the non patient needle on the p100 tube and push tube onto non-patient needle in one swift motion. Investigation conclusion: photos were received for evaluation and the customer's indicated failure mode relating to sample quality issues was observed by bd. Root cause description: a root cause could not be determined. Bd notes that loss of vacuum and premature launch of the mechanical separator can in most cases be caused by the non-patient needle not penetrating the tube stopper and the mechanical separator in the center. If the needle penetrates the stopper or mechanical separator in the sidewall, this could result in premature vacuum loss or premature launch of the separator. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Bd notes that loss of vacuum and premature launch of the mechanical separator can in most cases be caused by the non-patient needle not penetrating the tube stopper and the mechanical separator in the center. If the needle penetrates the stopper or mechanical separator in the sidewall, this could result in premature vacuum loss or premature launch of the separator.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation there was rbc residue left on top, poor vacuum and separator went down collecting blood on top.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation there was rbc residue left on top, poor vacuum and separator went down collecting blood on top.

Manufacturer narrative:
Correction: date of event: (B)(6) 2018.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation there was rbc residue left on top, poor vacuum and separator went down collecting blood on top.